Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged. It was also reported that the ra lead was undersensing on electrograms and exhibited loss of capture. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.